Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were harder to press, had to press act button more than once for responding. The customer stated the insulin pump had fractured on front, unexplained or random no delivery alarms. Customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no delivery alarm noted.